Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) concurrently with engineering led an evaluation of one powered handle, one adapter, and one reload. No visual abnormalities were noted for the handle or adapter. The firing button was not pressed a second time to attempt to complete the firing sequence. Visual inspection of the cartridge revealed that the reload was partially fired. The jaws were open. Staple pushers were visible between the 2 and 1 cm cut lines indicating the point where the firing had stopped. Staples were protruding from the cartridge surface around the 1 cm cut line. Sub flush pushers were noted between the 4 and 3 cm cutline. Reload was dismantled for examination of internal components. The sled vane tips were deformed. The sub-flush staple pushers and the extent of sled vane tip deformation indicated application over tissue that is beyond the recommended thickness range outlined in the instructions for use (IFU). Functional testing of the handle and adapter noted no abnormalities. The reload was loaded into the subject instrument powered handle and adapter for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was applied to test media. All remaining staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reloads from cycling again. A review of the handle, adapter, and reload device history records indicates the device lot numbers were released meeting all quality specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a lobectomy, the device fired to the distal end of the reload, however, the staples did not form in the tissue. There was cut tissue that was not stapled. This did not lead to more blood loss. A manual handle was used and the device then stapled properly.mation was not provided